Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-04340. Reference MFR. Report: 1627487-2019-04341. It was reported the patient never received effective therapy from the scs system. To address the issue, the physician explanted the system on (B)(6) 2019, and no product was implanted at that time.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-04340. Reference MFR. Report: 1627487-2019-04341.